Event description:
I used an ihealth covid-19 antigen rapid test which was past its printed expiration date: "use by(17): 2022-08-20". However, the cdc extended its expiry date to 2023-02-20. When it was time to read the results, the control (c) line was very faint, and the test (t) line was clear or negative. But I didn't know whether the result was valid, without a strong c line. FDA safety report ID# (B)(4).